Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient¿s condition has improved. There was no evidence of a steam pop. There were no error messages observed on the biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as unavailable for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After completion of the left pulmonary vein isolation (lpvi), the lasso catheter was moved to the right pulmonary vein and the physician reported that the catheter¿s behavior was unnatural. Cardiac tamponade was then confirmed, and pericardiocentesis was performed, and the condition was monitored after sheath removal. The amount of bleeding did not increase, and the patient¿s blood pressure was stable after drainage. Reminder of the procedure was aborted. It is unknown if extended hospitalization was required. In the opinion of the physician, the septum might have been injured when the sl0 sheath (nihon kohden) was replaced with agilis sheath immediately after lpvi was completed. No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Despite the physician believes the injury might was caused by a non-bwi product, this event is being conservatively reported under the ablation catheter, since the issue occurred after radiofrequency was already applied to the left pulmonary vein; therefore, the ablation catheter cannot be excluded.